Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump said her blood glucose level was 40 mg/dl. Therefore, she suspended the insulin pump while she was eating raisins. The customer believed the insulin pump had an audio/beep anomaly. The device was not returned.